Manufacturer narrative:
Bci offered service, but customer declined. Customer performed troubleshooting and found that dispense probe tubing was cut. Tubing repair was performed by the customer. No additional information regarding this event is available. Hardware issue may have contributed to this event.

Event description:
A customer reported that "elevated" troponin (accu tni) results were reported out of the lab for multiple patients. Customer re-tested samples on a different instrument in their's lab and obtained: "repeat results lower" . Corrected reports were sent. The actual results were not supplied. It is unknown if patient treatment was affected in connection with this event.